Event description:
It was reported that during a stress urinary incontinence procedure using a solyx sis system device, the physician had difficulty deploying the mesh using the delivery device. Another device was opened, and a second delivery device was used to successfully complete the procedure. No patient complications were reported.

Manufacturer narrative:
Block h6: device code a150201 captures the reportable event of failure to deploy.